Event description:
It was reported that (4) tl60 were used during a laparoscopic bypass procedure. It was reported by the rep that the surgeon had a hard time getting the dial down knob to dial the instrument down. When the surgeon would get it into the gap setting scale and fire the instrument the staple came out but would not close. They stuck straight out. The surgeon called for three other instruments. All three of the other staples did the same thing. The surgeon called for a tlh90 stapler and it functioned fine. The case was completed with that stapler. There was no consequence to the pt.